Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign matter on the tip nozzle and tip body as well as foreign objects in the operation main unit, electrical connector and scope connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. The subject events can be detected and prevented by implementation in accordance with the below instructions for use: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject events; instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 "cleaning, disinfection, and sterilization procedures" describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.